Manufacturer narrative:
(B)(4). D10: item name# vngd ant stblzd brg 10x83; item number# 189120; lot number# 764490; item name# vanguard cr ilok fem-rt 75; item number# 183014; lot number# j7030081; item name# biomet cc cruciate tray 83mm; item number# 141236; lot number# j7053597; item name# series a pat thin 37x8.6 3 peg; item number# 184788; lot number# 189710; item name# biomet bc r 1x40 us; item number# 110035368; lot number# az43aj2201. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right total knee revision approximately 3 months post-implantation due to pain, swelling, and stiffness. During the revision, abundant scar tissue was removed. The patellar button was found displaced with shearing through all three pegs; the patella was revised, and the bearing was replaced and downsized to reduce joint tension. The patient was revised without complications. Attempts have been made and no further information has been provided.